Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The unit had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a partially broken reservoir tube lip, and a minor scratched lcd window.

Event description:
The customer called in to report difficulty reading the display due to a scratched screen. The customer also reported a low blood glucose level event. The customer passed out and her husband called an ambulance. The paramedics treated her with glucagon. The customer's blood glucose level was 39 mg/dl. The customer declined to be taken to the hospital. The customer's readings improved. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.